Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy (urs) procedure performed on an unknown date. During the procedure, while inserting the sheath it was noted that the sheath broke. Reportedly, there were no pieces left inside the patient. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a0414 captures the reportable issue of sheath broke. Block h10: investigation result: one navigator was returned for analysis. A visual examination of the returned device found that the sheath and dilator were bent. A functional inspection was performed and the device sheath and dilator surfaces were moistened with water and it became slippery, indicating that the coating was applied on both devices, the reported complaint was not confirmed. No other issues with the devices were noted. This failure is likely due to factors or conditions related to procedure during the use of the device, such as generated by the user or during the interaction with the device, also, an excess of force during the withdrawal or advancing into the anatomy of the patient and the technic of the physician could cause the bend in the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy (urs) procedure performed on an unknown date. During the procedure, while inserting the sheath it was noted that the sheath broke. Reportedly, there were no pieces left inside the patient. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event.